Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6 fr angio-seal device was returned for product evaluation. The returned device included the header bag, hemostasis sheath and carrier tube assembly. The sheath and the carrier tube assembly were returned unmated. Visual inspection revealed that the bypass tube was found to be in the hub of the sheath. No anomalies were found on the sheath. The device sleeve of the carrier tube was in full rear lock position with color bands fully exposed. The suture was cut below the black marker. No anomalies were found on the locks of the device and all the turns of the suture were released completely. The complaint can be confirmed for assembly difficulty based on the state of the returned device. Although no damage was seen on the locks of the device sleeve, the separated sheath and carrier tube assembly and the cut on suture below black marker suggest some issues while deployment. No anomalies were found with the returned device and there was no obstruction in the spool for suture release. The exact root cause cannot be determined. The DHR review determined that the device was released in a conforming state. There is no indication that any manufacturing errors led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Explanted date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code 11 has been referenced. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician did not hear a click when inserting the angio-seal device carrier device into the sheath. He repeatedly tried to [?]click' the device. Eventually it seemed as if the carrier tube was aligned with the sheath, although the physician had not heard any clicking sound. The physician was able to click back in the rear lock position (with clicking sounds). When pulling back, the angio-seal would not move. It seemed as if the device's interior system was stuck, what made in unable to expose the temper tube. The physician broke the carrier device loose from the sheath and pulled back the sheath. Now he was able to reveal the rest of the collagen and tamper tube. Successful closure was eventually achieved by tampering with the exposed tamper tube and by holding the suture with the other hand. The procedure performed for the patient prior to use of closure device was retrograde puncture of the afc. A 6fr sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre deployment angiogram was performed, no calcification was seen. Issue with deployment, or withdrawal of the device, details: tactile feedback was minimal due to lacking the first clicking sound. By the point of "setting the anchor. Against the anterior vessel wall" by pulling back. It seemed as if the pulley system was stuck and unable to expose the tamper tube and last part of the collagen. There were no other devices or equipment used with the reported product. The patient's condition was stable. There was no patient harm. There was a minimal hematoma due to the extent of the closure. Hemostasis was achieved by the angio-seal device. The patient had an extreme high bmi. Additional information was received on 17jun2021. No medical treatment was necessary for the minimal hematoma.